Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Three used caresite valves, without packaging, were received for evaluation. The valves were attached to a PICC line, which was attached to a smallbore extension set. The caresite valves were disconnected and examined under magnification. Two of the three valves exhibited cracks on the female luer threads of the molded caresite valve body. No cracks or other anomalies were observed on the third valve. The third valve was subjected to flow and leakage testing according to specification with acceptable results. There were no leakages noted with this valve. Without the lot number, a batch record review could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 3: reports there were five incidents involving nicu babies in which the caresite valve leaked. This resulted in PICC line removal or discontinuing and starting a peripheral line. The reporter stated that all babies are in warmed incubators with continuous infusions. All babies had low flow rates of less than 2 ml/hr. It was noted that curos caps are used at the time of changing IV solutions daily. Patient # 3: PICC line was placed on (B)(6) 2016 and clotted on (B)(6) 2016. A small amount of leakage was noted on the bedding when clotted. The patient was receiving tpn (d20) at 1.1 ml/hr on a baxter as 50 syringe pump. The PICC line was replaced.